Event description:
Initial report: this non-serious unsolicited report was received from a physician via our affiliate in (B)(6) on (B)(6) 2011. This case involves a female patient, who in 2009, received treatment with sculptra (poly-l-lactic acid) (indication, therapy dates and dosage not provided). On an unknown date, she has experienced lumps in the treatment area. It is unknown if corrective treatment was provided. The lumps were ongoing at the time of this report. Other suspect drugs: none. Significant/relevant medical history: not provided. Relevant concomitant medications: none. Action taken: not applicable. Corrective treatment: unknown. Outcome: not recovered/not resolved. Physician/reporter causality: not provided. (B)(4). Additional information was received on (B)(6) 2011: results for (B)(4) were received and indicated the following information: since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marked in (B)(6) and the investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional information was received on (B)(6) 2011: follow-up information was received from a dermatologist consultant indicating the patient is a (B)(6) female patient with fitzpatrick skin type iii. She has no history of immunological or collagen-vascular disease. Upon review of follow-up information on this nonserious spontaneous case report from (B)(6), the case has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). The patient was treated with poly-l-lactic acid to improve volume in the cheeks. Poly-l-lactic acid reconstitution with 5 ml of sterile water and 1 ml of lidocaine was administered on (B)(6) 2009. Hydration time was three hours on (B)(6) 2009 and overnight on (B)(6) 2009. Poly-l-lactic acid was administered by subcutaneous and deep dermal injection into the cheeks using cross hatch and fanning technique. Massage was performed during the treatment and then by the patient on both occasions. The patient was delighted with the results. The patient was seen by the dermatologist on (B)(6) 2010 and there were no signs of any nodularity or popularity. Since that time, the patient has been noticing a gradual lumpiness that has become more obvious with time. One lump is somewhat tender on the left side, while the rest are not. The number of nodules/papule was not reported. The size was indicated as greater or equal to 5 mm. No biopsy has been performed. There is no sign of inflammation or a systemic process. She has had no further intervention or treatment. At the moment, moisturizing and massage have been recommended, which has provided a bit of improvement. Steroid injections are being considered if the tender lump does not improve.